Event description:
It was reported by the customer that the device had error codes logged in memory that indicate a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. The hard paddle assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported condition could not be duplicated. There were no energy charge discrepancies, nor code discrepancies while testing the assembly. The energy settings, the record and the discharge switch were also tested with no abnormalities found. Further root cause for the reporter failure cannot be determined.